Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2021. During the procedure, the surgeon was loading the darts into the capio device, but one of the darts was jammed and broken inside the device before insertion into the patient's vaginal wall.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Other: tga device incident report reference no (B)(4); submitted to tga (therapeutic goods administration) by a healthcare professional. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.